Event description:
It was reported by the customer that the customer opened the (B)(4) where a scalpel was exposed. A sharp was exposed upon opening a kit. Rcc received a complaint via email. Email(s) attached. The customer opened the (B)(4) where a scalpel was exposed. A sharp was exposed upon opening a kit. Describe patient / (hcp) / user impact - no impact. As per follow-up: - was the only scalpel was exposed? 1. Yes - was there patient involvement? 2. No - if yes, what was the impact to the patient/user? 3. No - what was done to resolve the issue. 6. Tossed the tray because there was concern for sterility.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo sample was received by our quality team for investigation. Upon visual inspection of the photo, it was observed that the scalpel is exposed; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001489094 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. Based on the available information we are not able to identify a root cause at this time. We are unable to confirm a supplier failure, as we can't determine if damage occurred outside of supplier control. Although a supplier failure could not be definitively confirmed, we have sent a quality notification to raise awareness. In addition, awareness training was performed with incoming inspection and the assembly team. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported by the customer that the customer opened the otp5000 - 0001489094 where a scalpal was exposed. A sharp was exposed upon opening a kit. Rcc received a complaint via email. Email(s) attached. The customer opened the otp5000 - 0001489094 where a scalpal was exposed. A sharp was exposed upon opening a kit. Describe patient / (hcp) / user impact - no impact. As per follow-up: was the only scalpel was exposed? 1. Yes was there patient involvement? 2. No if yes, what was the impact to the patient/user? 3. No is there a photo or sample available showing the reported issue? If yes, please provide mailing address and email address. 4. Sent to the rep unable to open attached photo. 5. N/a what was done to resolve the issue. 6. Tossed the tray because there was concern for sterility.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0201, patient problem code: f27.